Manufacturer narrative:
(B)(4). Infection. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a secondary septalplasty procedure on an unknown date and the device was implanted. Four months after the procedure, the patient experienced infection, possible foreign body reaction with thicken scar and nasal tip collapse after an initial excellent result. Additional information has been requested.